Event description:
It was reported that the pt had a pressure sore in the lower back, directly over the catheter, which was debrided. The pt subsequently noted that the catheter was "sticking out of her back" and she developed meningitis. The pump and catheter were explanted. A follow-up report will be sent if add'l info becomes available.